Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services having experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with klebsiella pneumoniae and a white blood cell (wbc) count exceeding 25,000/mm3 (exact count unknown, too numerous to count). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg, both antibiotics for two weeks (frequencies unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model), as well as manual exchanges for antibiotic therapy for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic. The patient continues ccpd therapy on the liberty select cycler at home post-discharge.